Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a error message "s-stop" was displayed on a hl 20 pump. The failure occurred before use. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-09. The safety system board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected safety system board was not made available for further investigation. However the failure can be linked to the following most possible root causes according to the hl 20 risk assessment: (total) fail of device because of: - failure of motor, motor controller or control circuitry according to the service manual the error message ¿s-stop¿ indicated that the stop function of the safety system is not okay. The review of the non-conformities has been performed on 2023-08-22 for the period of 2016-12-27 to 2023-08-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-27. Based on the results the reported failure "error message s-stop" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a error message "s-stop" was displayed on a hl 20 pump. The failure occurred before use. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The safety system board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2016-12-27 to 2023-08-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-27. A follow-up medwatch will be submitted when additional information becomes available.